Event description:
It was reported that during insertion of the iab, the balloon began to unwrap, and the iab could not be advanced any further. The iab was removed and replaced without any complications.